Event description:
The customer stated that she tested her blood glucose using her contour meter and received a reading of 359 mg/dl. Her glucose was retested using her doctor's meter and that reading was 119 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any of the test strips left that gave the high glucose reading. Her meter is to be returned for eval. A replacement meter was sent to the customer.